Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Nine days post implant, the patient presented with shortness of breath and chest pain. An ultrasound scan was performed and determined the device had embolized to the aorta. The patient was referred to another clinic. The following day the device was removed from the patient percutaneously. There were no further complications and the patient was ok.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Nine days post implant, the patient presented with shortness of breath and chest pain. An ultrasound scan was performed and determined the device had embolized to the aorta. The patient was referred to another clinic. The following day the device was removed from the patient percutaneously. There were no further complications and the patient was ok.